Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the system would stop at 3d exposure due to the e-stop line being loose. The line was fixed and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation

Event description:
A site representative reported that outside of a procedure, when the imaging system started 3d exposure, the system experienced an error and would not boot up. There was no patient present when this issue was identified.